Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a decrease in sensing and an increase in pacing threshold was noted in the right ventricular (rv) lead. No diagnostic imaging was performed. The device was reprogrammed to deactivate the rv lead until a lead revision procedure could be performed. A lead replacement procedure is anticipated. The patient was stable.

Event description:
Additional information received noted that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable following the procedure.